Event description:
As reported by the user facility (translation of user facility information by (B)(6)): the operator was arranging some used devices and as the needle was covered by a sheet of paper, he/he did not notice that the safety cap was missing on the device so he/she got pricked accidentally. The involved device is not available.

Manufacturer narrative:
(B)(4) (importer) is submitting this report on behalf of b. Braun (B)(4) (manufacturer). (B)(4). The actual device involved in the reported incident was disposed by the facility and not available for evaluation. Without the actual sample a thorough investigation could not be performed. The facility report did indicate that the incident occurred while arranging some used devices and as the needle was covered by a sheet of paper, the involved person did not notice that the safety cap was missing on the device. It is possible that the needle clip was somehow manipulated and exposed the needle tip during the activity, resulting in the needle stick injury. However, no definitive conclusions can be drawn. It should be noted that the introcan safety is designed to reduce the risk of needlestick injuries. However, cdc guidelines and/or facility protocols should always be followed. Sharps should be disposed of immediately into an appropriate sharps container. All available information has been forwarded to the actual manufacturer. A review of the batch manufacturing record indicated that there were no such defect encountered during final control inspection.